Manufacturer narrative:
The initial reporter information was not provided.

Event description:
Advocate stated they were unable to see 4 of the 5 blood glucose tests that were supposed to be in the memory of contour next. No adverse event was alleged. Advocate was advised to return the meter for evaluation. A new meter was sent to the customer.